Event description:
"During the placement of a PICC lina in the left brachial vein the guide wire began to unravel in the patient as the introducer needle was being withdrawn. Radiology was called with the c-arm and pediatric surgeon to the bedside. Expiration date for device 05/31/2019".